Event description:
A pt experienced pan and swelling after their second and third injections of hyalgan (hyaluronate sodium). The swelling began 2 days after the injections, lasted through the weekend (exact timeframe not reported), and the pain was significant enough that the pt was not able to bear weight on the leg for two days. Pt described their leg as being "very stiff". The pt did not call their physician the next monday, as teh pain and swelling had subsided. When pt returned for their nexp appointment, the pain and swelling was "reduced", and the pt reported feeling better. The physician does not believe this was a true "pseudo-septic reaction", as the pain was not significant enough for the pt to call or come in.